Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to inspect and evaluate the performance of the architect c16000 analyzer. The fsr performed several troubleshooting activities that included replacing the c16 rgt pr (r) rohs (ln 09d49-03; right reagent probe) and c16 rgt pr (l) rohs (ln 09d48-03; left reagent probe). An additional weekly probe wash was implemented and improvements were made to the manual probe wash. The fsr reviewed the instrument logs and concluded that sample integrity could be a possible cause of the customer issue as well as reagent carryover because the probes were not being properly cleaned. The logs identified error code 3375 - unable to process test, aspiration error occurred - was generated approximately 54 times from (B)(6) 2018 through (B)(6) 2018. This indicates a possible issue with sample integrity and/or handling. Review of the service history of this architect c1600 did not identify any contributing factors on or around the date of the complaint. Subsequent instrument operations were acceptable. No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no related adverse trends or systemic issues in conjunction with the complaint issue currently under evaluation. No non-conformances or contributing factors were found, which may have impacted the performance of the product. The architect system operations manual and the architect c16000 system service and support manual both provide information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Concomitant product(s): arch c16 rgt prr, ln: 09d49-03, lot: unk.

Event description:
The customer reports that one patient sample (sid (B)(6)) generated the following architect clin chem magnesium assay results on an architect c16000 analyzer: 0.750, 0.406 and 0.774 mmol/l. A service call was initiated. There is no impact to patient management reported.